Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty printed circuit board set. The device was manufactured before the circuit design of the operational amplifier of the printed circuit board (dr board) was changed. It¿s probable this was the cause of the printed circuit board set failure. However, a final root cause was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty printed circuit board was discovered and causing the reported no image failure. Additionally, the subject device was still equipped with outdated software ¿ it is recommended that the software be updated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image during a colonoscopy procedure. According to the initial reporter, the subject device was inspected prior to use and no abnormalities were reported. However, the lack of image did occur, and changing out the scopes did not resolve the issue. The staff went on to confirm that they were able to complete the procedure without any patient harm by moving to another room.